Event description:
As reported by user facility: nurse gave secondary antibiotic infusion (gentamicin). Primed the tubing with fluids and clamped her primary. When she went back in to switch over to the primary infusion, she noted there was air in line through the pump. Pump was beeping that her infusion was complete but not that there was air in line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported for this complaint could not be confirmed due to facility not providing sample for further evaluation and due to no evaluation case has been closed as no sample and as not confirmed.